Event description:
Pt alleged that device was delivering too much insulin because their blood glucose was low. No error messages were generated by the device. Pt self-tested low blood glucose by drinking soda. Once the pt switched to their back-up device, their glood glucose was ok.